Event description:
The user facility reported 52yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump has been moving frequently inside the patient's left ventricle, requiring frequent repositions. Patient support continued with the pump despite the noted observation. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported device positioning issue has been completed. The device was not returned for evaluation. Additionally, clinical information was not sufficient to determine the root cause. Therefore, the exact root cause of the reported positioning issue could not be determined. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.